Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after declaring a battery status of elective replacement indicator (eri). There was concern that the device battery depleted prematurely. The device is a part of the shortened replacement window (4/05/2007) advisory. The device is to be returned for analysis. No adverse patient effects were reported.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.